Event description:
A customer in israel has reported they had problems with front glass detaching from 2 surgical displays. In the first display, the glass detached and fell during operation. Fortunately, no one was harmed. In the second display, they observed that the glass was becoming loose, although it had not completely detached. The biomed team mechanically tightened the glass without using glue, in order to avoid any potential safety risks. However, they are requesting further support regarding this issue. In both cases, no patient or staff injuries were reported.